Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. Based on analysis results received from the international service center, this complaint is now determined to be a MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing the unit passed all electrical safety and qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the sales rep. That the generator was getting an error code 1 as soon as it was put into ready mode from standby. No case info was known. The generator will be sent in for service.